Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for low and high blood glucose levels, but did not mentioned the time and date of the hospitalization. The customer did not provide their blood glucose value at the time of admission. The customer was in the intensive care unit because he had a multi infusion on his neck and trying to get back on pump and wanted to run a functional test. The customer was assisted with the test. The customer did not troubleshoot and did not send the product back for analysis.